Event description:
The customer's parent called and reported the buttons on the insulin pump keypad were not responding. Customer's blood glucose was 98 mg/dl. The insulin pump had not been bumped, dropped, or exposed to moisture. The device will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.